Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The treatment for the peritonitis was not reported. One day after onset, the patient was hospitalized for the event. The patient has recovered from the event and has been discharged from the hospital. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.